Event description:
A 30 mm distractor was placed for mandible lengthening. The extension arm broke near to the body of the distractor. This happened in the final stages of distraction when the desired result had been achieved. The patient was 12 months old and is thought to have bumped his head, however, no damage was caused to the patient's skin.

Manufacturer narrative:
Investigation is ongoing, no conclusion can be drawn.